Event description:
It was reported that approximately five days post implant, it was noted that right atrial (ra) lead and right ventricular (rv) lead auto capture threshold measurement had a gradual increase since implant. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.